Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measure is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer ref #: (B)(4).

Event description:
A product liability claim was raised out of the use of a durom acetabular component. It now was reported that the pt received a durom us acetabular component 56/50 p on the left side on (B)(6) 2007 and underwent revision surgery on (B)(6) 2012 due to fluid collection.

Manufacturer narrative:
Add'l info was received on 07/03/2015. The devices were returned and the result of the visual examination has been made available. A legal claim was raised. Review of event description: product was implanted on (B)(6) 2007 and was revised on (B)(6) 2012 due to fluid collection and pain. Surgical report: the implantation notes of the hip states that the surgery was according to standard protocol. Review of surgical report did not lead to new info regarding the reported event. Visual examination: during the visual examination, the durom acetabular component presented signs of wear and light scratching distributed throughout the articulating surface and of third body material. Metasul ldh large diameter head and metasul ldh head adapter presented third body material coating, the inner and bottom surface, clear signs of wear and possible corrosion evident inside the head adapter. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer ref # (B)(4).

Manufacturer narrative:
At the time of this report, the device is still implanted in the patient. The device record has been received and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has been reported that the patient received an acetabular cup, left side, on (B)(6) 2007. The patient "stated left hip pain from durom cup". At the time of this report, a revision surgery is being planned.